Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced twiddler's syndrome which resulted in the repositioning or replacement of the device and/or leads. It was further reported that the helix of the right ventricular (rv) lead had tissue around it and the helix would not extend. The rv lead was explanted and replaced. The device and right atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed and the distal lead conductor was found to be distorted and over rotated. The distal lead conductor was also noted to be kinked or buckled and had blood that did not obstruct. The distal electrode was found to be covered in blood, body tissue and fibrotic growth. The proximal lead conductor was also found to have blood that did not obstruct. The outer insulation was noted to have a breach and cut and the visual analysis noted apparent explant damage. The analyst commented that the lead was returned with blood and tissue on the helix and the distal conductor was distorted and over rotated within the connector.

Event description:
It was reported that the patient experienced twiddler's syndrome which resulted in the attempt to reposition the right ventricular lead. It was further reported that the helix had tissue around it and would not extend. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.